Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's left eye as the patient complained of blurry vision and they claim the lens contributed to the visual issue. There was -0.9 d myopic miss. The issue was first noticed during post-op examination. There were no debilitating conditions and the symptoms did not significantly interfere with daily activities. The lens was explanted in a secondary procedure and replaced with a same model lens with 20.0 diopter. The patient feels better with the replaced lens. The best corrected visual acuity pre-op was 20/25 and the best corrected visual acuity post-op was 20/25. No other information is available.